Event description:
It was reported that the atrial lead dislodged a day after implant. It was noted that the lead exhibited inappropriate capture and out of range impedance. The lead was repositioned successfully. The patient was stable prior, during and post procedure.